Manufacturer narrative:
B3, partial date of occurrence: 2023. Additional, changed, and/or corrected data: b3, b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported rupture. Patient later reported right side capsular contracture, baker grade unknown and no rupture. The event of rupture is captured on contralateral side. Device remains implanted.

Event description:
Patient later reported right side capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
The device has been explanted and discarded. The reported event ¿cystic lesion" is deemed not related to the device.

Event description:
Patient reported rupture. This record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.